Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During initial implant procedure, the suture sleeve on the left ventricular (lv) lead broke. The electrical parameters were within range, therefore, the physician elected not to change the lv lead. The patient was stable with no consequences.